Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under her arm that was sore but not open. The patient was recommended to use aqua for from nurse and the patient applied a bandage. The patient reported that the irritation improved.